Event description:
It was reported that the device intermittently failed to detect therapy cable/electrodes connection during a cardiac arrest event. The responders were able to defibrillate but the pt was not resuscitated. The health care professional at the scene reported that the device issue did not contribute to the pt death. There was no additional info provided regarding the pt and/or the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported intermittent failure to detect the therapy electrodes. However, the event record download showed that there was an intermittent loss of therapy cable/electrodes connection issue during the event. Proper device operation was confirmed through functional and performance testing. The device returned to the customer for use. F/u with the customer found that the reporter did not know the brand of electrodes that were used during the event. It was possible that the customer used either quick-combo or other brand of electrodes. The electrodes were disposed and unavailable for physio-control's analysis. Therefore, a conclusive cause of the event could not be determined.